Event description:
Procedure: open anterior resection. According to the reporter: the space was tight and visibility was poor, and when the device was fired, the staples were not placed. The rectum had to be oversewn and a colostomy was performed. The rectum was sutured and the patient is fine.